Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer stated that his blood glucose levels dropped and he had a seizure. Blood glucose levels at the time of hospitalization 31mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. Customer's blood glucose levels at the time of the call 109mg/dl. No additional information was provided.